Event description:
It was originally reported that the stimulation was at 1.3v and went "crazy" within the last 24 hours. After the patient turned the device off, the stimulation went away. The healthcare provider confirmed the cause of the event was unknown. It was possible that multiple programs of the ins were running simultaneously. The patient outcome was noted as no injury. A phone call was made to the patient on (B)(6) 2012 and the issue was resolved. It was later reported by the healthcare provider that the patient experienced a shock like sensation in the chest. No hospitalization was needed. There had been no further similar complaints after the clinic visit on (B)(6) 2012 so it was assumed that the issue resolved.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Corrected data: aware date.